Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the medication could not be delivered. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer that there is no insulin flow when taking injection. Consumer reported no insulin flow when taking injection.